Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 9.45ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested for accu tni and the repeated result was 0.02ng/ml. In addition, the original sample was tested for accu tni on a different instrument in the customer's lab and the result was 0.04ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connection to this event.

Manufacturer narrative:
Qc and system check data was not supplied, but customer stated that qc was within specifications prior to the event. The specimen was collected in a bd, lithium heparin tube and centrifuged at 3,500 prm for 5 minutes. Per customer, the sample appeared clear. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse conducted diagnostic testing which passed specifications. The fse verified instrument per established procedures and result met published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.